Manufacturer narrative:
After surgery, pt was assigned to a triadyne bed that automatically turns the pt every couple of hours and subjects the pt to some sliding motion/sheer force. The following warning appears as the first warning statement in the unit's operation manual: warning: a physician's order is required for setting blanket temperature and use of equipment. At least every 20 minutes, or as directed by physician, check pt's temperature and skin condition of areas in contact with blanket; also, check blanket water temperature. Pediatric pts, temperature-sensitive pts with vascular disease, surgical pts, diabetics and raynaud's disease pts should be checked more frequently. Notify the physician promptly of any change in pt's status in order to avoid serious injury or death.

Event description:
On september 1, 2009, csz received communication via website survey from the user facility's clinical nurse specialist. The survey text indicated possible pt injury. On subsequent follow-up, the user facility's clinical nurse specialist stated that the nursing staff could not work the blanketrol iii in auto mode, that it would only heat and not cool. The staff, therefore, put the unit in manual cooling mode at the unit's low spec of 4 degree celsius which resulted in frostbite type condition of the pt's skin. The pt lost her skin but the muscle was not affected. The staff intervened with a spray debridement that acts as a new layer of protection. After the event, the unit was tested by the user facility's biomedical department and was reported to work as it should. The facility considered the incident to be the result of user error and stated that they needed only to have inservice training for the nursing staff.